Event description:
Power failure, the device didn't respond to ac and the battery is completely discharged power supply input: 220 v, and no output voltage.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the "loss of external power" malfunction can lead to insufficient or lack of ventilation and require a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with "loss of external power" was determined to be a defective power supply and, in this case, a defective mainboard. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was prepared for treatment. No patient, user or third-party harm has been reported, as the failure did not occur during ventilation. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.